Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8191928; medical device expiration date: 2020-02-29; device manufacture date: 2018-07-10; medical device lot #: 8096689; medical device expiration date: 2019-10-31; device manufacture date: 2018-04-06; medical device lot #: 8096684; medical device expiration date: 2019-09-30; device manufacture date: 2018-04-06; medical device lot #: 7318967; medical device expiration date: 2019-05-31; device manufacture date: 2017-11-14; medical device lot #: 7318970; medical device expiration date: 2019-05-31; device manufacture date: 2017-11-14; medical device lot #: 8191928; medical device expiration date: 2020-02-29; device manufacture date: 2018-07-10. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Bd microtainer® map microtube for automated process k2 edta exhibited stopper creep or loose closure that led to a leak. No serious injury or medical intervention was reported.

Event description:
Bd microtainer® map microtube for automated process k2 edta exhibited stopper creep or loose closure that led to a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples of lot 8191928 from the customer facility for investigation; however, samples from incident lots 8096689, 8096684, 7318967 & 7318970 were not received. The received samples were evaluated and the customer's indicated failure mode for issues with the cap (leading to leakage) was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples for lot 8191928 , the customer¿s indicated failure mode for issues with the cap (leading to leakage) with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Lot 8191928 was found to be in conformance and meet release specifications. As no samples were received for lots 8096689, 8096684, 7318967 & 7318970 a root cause could not be determined.